Event description:
It was reported that a plum burette set generated a leak of an unknown chemo drug during patient use. The reporter stated, "filter vent leakage". No obvious defects noted on the tubing set like cracks or breaks and no hole, cut, tears or any other defects noted. As to how long into the infusion did the leak occur the reporter responded "infusion". The tubing was replaced, and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was not any spillage and no drug exposure to patient or staff. There was no harm to the patient reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.